Event description:
A healthcare professional reported during loading of intraocular lens (iol) implant, the broken trailing haptic while advancing the lens to the tip of cartridge, no patient contact. The lens was replaced with same company same model different diopter lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).